Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable investigation results of presence of foreign material on the device. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the device had evidence of foreign material at several sections in the cutting wire lumen. Also, the working length was torn at proximal section (near to the handle), the cutting wire was exposed in the torn section. Functional test was performed, the device was actuated and was not able to bow, since the device was not able to bow, it was not possibly to determine if the wire bowed out of plane. The product analysis revealed that the device has evidence of foreign material at several sections in the cutting wire lumen. Functional test was performed, the device was actuated and was not able to bow. The foreign material encountered in the device could have affected the device's performance and integrity, making the device unable to bow. Additionally, it was found that the working length was torn at proximal section, probably the working length got torn due to many attempts to bow and unbow the device. Based on all gathered information, the most probable root cause of this complaint is quality control deficiency. An investigation to address this problem is in progress. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was prepared to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During preparation, the nurse attempted to bow and unbow the tome. However, it was not bowing properly. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: system foreign material. Please see block h10 for full investigation details.